Event description:
Additional information received reported that the patient had an intramural hematoma with a thoracic aortic aneurysm of 7 cm, and in that context there often exists a pleural effusion. The endoprosthesis led to an increase of the pleural effusion with a periprosthetic accumulation. There was no endoprosthesis sepsis, but we drained the lung and the periprosthetic accumulation. No bacteria were found on the swabs. It was noted that the patient had a bacteremia with staphylococcus epidermidis beforehand with fever and superficial phlebitis, but it was never proven that the endoprosthesis or the pleural effusion was infected.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 7.6 cm diameter thoracic aortic aneurysm. It was reported that the patient developed sepsis, requiring medical intervention and hospitalization. It was noted that this was related to the study procedure. Medication was given and there was periprosthetic col lection. It was further reported that there was gastrointestinal bleeding which started. This was also reportedly related to the study procedure. The patient again required medical intervention and hospitalization; and medication was given. Both the sepsis and the gastrointestinal bleeding were resolved. It was noted that the left subclavian artery was completely covered, this was done intentionally. There was also revascularization of the left common carotid artery and the left subclavian artery. No clinical sequelae were reported and the patient is fine. Additional information received reported that the patient had three positive blood cultures for (B)(6) while presenting a chemically-induced phlebitis. The thoracic scanner showed a peri-aortic collection with left pleural effusion. The patient was drained and 600 cc of cloudy liquid were collected. The patient maintains apyrexia from the infectious disease point of view. Clinical and radiological stability of the bilateral pleural effusion were achieved and there was good tolerance in ambient air. The patient had respiratory kinesiotherapy. It was then noted that there was very satisfactory control of peri-prosthetic rearrangements without signs of infection. The patient also had an episode of melena associated with deglobul isatin at 6.4 g of hemoglobin (against 11.6 g / dl on (B)(6)) followed, 2 hours later by a new episode of melena associated with discomfort without loss of consciousness. The patient had three transfusion concentrates gr and 3 pfc. A gastroscopy showed an ulcer of the posterior side of the initial part of the duodenum of 1 cm with fibrin deposition without recent trace of bleeding. An extrinsic, non-stenotic compression at the beginning of the esophagus was also noted. An angio-CT tap was performed and there was no evidence for visible active bleeding during the arterial phase or the late time, throughout the digestive tract. It was noted that there was a persistence of bilateral pleural effusion and an absence of periprosthetic leak.

Manufacturer narrative:
(B)(4).